Event description:
It was reported that the patient with this implantable pacemaker experienced muscle stimulation. Technical services (ts) reviewed the device data and all values are within normal limits. The presenting electrogram (egm) does not show signs of undersensing nor oversensing. The atrial impedance has increased from 565 to 648 ohms, which is still within normal range. The device was subsequently explanted as the patient did not want nor require a pacemaker determined by the physician after an ablation procedure, therefore, the device explant is not related to this event. The device was returned for analysis.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection noted no anomalies with the device header and case. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The device case was removed, and microscopic inspection of the internal components was performed. High-powered visual inspection revealed a breach in the battery insulator, which allowed contact (i.e., a short condition) between the battery case and device case. The compromised integrity of the battery insulator was confirmed to be the cause of the reported clinical observations.